Event description:
A pt presented with loose implant, implant was removed. Pt was not seen since 10/92. Follow-up reminders were sent pt did not respond. In 1994pt said follow-up was being handled by gp would not be coming back to dr anymore.